Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder procedure, the anchor broke and sutures came out of anchor. The anchor stayed in the patient. It is unknown how the procedure was finished but there were no significant delays or patient injuries. No further information is available.

Manufacturer narrative:
The reported magnum 2 knotless implant device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information: surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.). No clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. It was communicated that no medical intervention was required for the 0-29 minute surgical delay. The complaint device did not return for evaluation. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.